Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. Analysis of the catheter found the catheter body had significant twisting that may have affected infusion. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 30 mg/ml at 0.181 mg/day and clonidine 35 mcg/ml at 0.211 mcg/day via an implanted pump for non-malignant pain. The event date was unknown. The catheter was replaced on (B)(6) 2017, and at the time of surgery, the catheter was found to be kinked and twisted in the pump pocket. It was unknown what environmental/external/patient factors may have led or contributed to the issue. The patient¿s pain clinic physician attempted to perform a catheter dye study , but the pump had flipped so he was unable to perform the study. The ascenda catheter was removed and replaced. The pump was placed in a mesh pouch and tacked down to fascia. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. It was noted the patient had a history of flipped pump [refer to manufacturer report #3004209178-2015-22436]. When she went for her last refill, the pump was found to be flipped again. She was referred for surgical intervention for the flipped pump. In addition, there was a discrepancy on volumes in the reservoir when refilling the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.